Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump's display and reservoir were both cracked. Customer states they were involved in an automobile accident when that damage occurred. Customer's spouse was driving the vehicle. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.